Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) limb stent grafts to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure patient presented with a type 3b endoleak. The patient was treated with a gore excluder (non-endologix). Reportedly, the patient was discharged without issue.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak is confirmed. The additional endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. It should be noted that there was 34mm of separation from the bifurcated stent graft right limb and the right limb extension; it is unclear if this was placed intentionally this way at the index procedure or if this was a type iiia endoleak of the iliac components. The right iliac sac was 65mm; however, without comparative imaging cannot conclusively state if this was a type iiia endoleak or placed intentionally and there was disease progression over 76 months. The final patient status was reported to be discharged home without incident. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.